Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt underwent an outpatient procedure for the removal of his pd catheter due to the peritonitis. The consumer reported that the physicians wanted the patient's body to rest and heal. On the same date, the pt was switched to hemodialysis (hd). It was unknown if the switch to hd was temporary. The pt was not hospitalized for the peritonitis but was treated with zyvox (rate, dose, route, and frequency were unknown). The cause of the peritonitis was unknown. It is unknown if the pt recovered from this event. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot number h13k06034. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.